Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found no communication due to premature depletion of the battery. No sources of high current drain were found. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the premature depletion remains undetermined. (B)(6); failure (event) observed during analysis.